Event description:
It was reported that customer noted brown deposits underneath pieces of hardware on the alaris pump module and pcu. Stated this has been observed repeatedly when hardware is removed for maintenance/repair such as underneath the module release latch and inside of the case when the iui connector cover is removed. Customer is asking why this is occurring. The site is currently using sani-cloth af3 germicidal disposable wipes (grey top) as case cleaner and is on v12.1.3". There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer noted brown deposits underneath pieces of hardware on the alaris pump module and pcu. Stated this has been observed repeatedly when hardware is removed for maintenance/repair such as underneath the module release latch and inside of the case when the iui connector cover is removed. Customer is asking why this is occurring. The site is currently using sani-cloth af3 germicidal disposable wipes (grey top) as case cleaner and is on v12.1.3". There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b and c codes and manufacturer narrative. Investigation summary: the report of the brown deposit observed could only be confirmed through the images provided by the facility. Otherwise, it could not be fully confirmed because the suspect devices were not returned for this investigation. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the logs could not be performed. The pump, pcu or the system logs were not provided. The bd alaris tm system with guardrails tm suite mx user manual states in the inspection requirements to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Refer to system maintenance for detailed instructions. Inspect and clean the product per the official procedures. For cleaning procedures, refer to the bd alaris tm system with guardrails tm suite mx user manual. Read all warnings and cautions before continuing with procedures. Devices should be cleaned before each patient use. The was no information on patient involvement. Root cause: the root cause of the brown deposit was unable to be determined. Suspect device was not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.